Event description:
I got lasik in (B)(6) 2004 after wearing glasses for 23 yrs. In 2012, I started using readers at the (B)(6), they told me this was to be expected as a result of lasik. In (B)(6) 2015 at the (B)(6), I started to have cloudy vision in my right eye, 14 months later and three doctors later, I have been diagnosed with cataracts at the (B)(6). Now that I have been doing some research. I have found that there have been studies showing early cataracts (6-10 years early) in people who had lasik. But at(B)(6), I am writing you because I think the public needs to be aware of the risks. I was never told that I could possibly get early cataracts with no family history of it. So now I need to have surgery and will end up wearing bifocals afterwards.